Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "as the protocol states, the anterior femoral cutting block was pinned in place with 3.2 mm pins. The non fluted, solid 3.2 pins were sent without avon patella implants. Once the pins were drive in, they were unable to be removed from the block. I double checked the protocol and the pin sticker to confirm size. Attempts were made to drive pins forward to push them through block and pull them out using a wire driver w/a stryker 6000 drill. Malleting them was unsuccessful as well. The block was required again so the surgeon decided to cut the pins, so the block could sit on the femur again, w/a wire cutter. We were barely able to successfully do this and his re-cut was essentially made with a tech holding the block in place."